Event description:
(B)(4). I started having migraines that are so debilitating that I'm bed bound. I can't help my children with anything. It's like I have to sleep them away. Sometimes the migraines get so bad that I cannot keep my food down.